Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache,dizziness,lightheaded,phlegm,dry mouth. The patient alleged nasal or throat irritation or soreness. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam. The pateint having headache,dizziness,lightheaded,phlegm,dry mouth, nasal or throat irritation or soreness. There was no report of pateint any serious harm or injury. The correct statement for section b5 should be as below- "the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged headache,dizziness,lightheaded,phlegm,dry throat, nasal irritation, throat soreness. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." Also in previous report, in section h6 health effect - clinical code, were incorrectly coded as 2466 and 4581. The manufacturer also marked h10 section incorrectly in previous report. In this report h6 and h10 have been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously reported an allegation severe headache, dizzy, lightheaded, phlegm, severly dry throat, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.